Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was confirmed. The returned communicator was unable to power on due to an electrically overstressed transient voltage suppressor (tvs) circuit. The most damage part was due to an incompatible power adapter usage. After the part was desoldered, the communicator passed baseline checks including data collection, device interrogation, dial tone detection and a plain old telephone service server connection checks. A power adapter and a phone cord were not returned.

Event description:
Boston scientific received information that the communicator was not able to send data. A boston scientific company representative verified that the patient unplugged the communicator then tried plugging back in. The company representative verified that the patient reconnected the wrong cords and the monitor started smoking. The company representative advised the patient that the communicator will be replaced. The communicator was deactivated. No adverse patient effects were reported.